Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000087754.

Event description:
It was reported the patient's leads fractured. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein a new lead was implanted to address the issue. Moreover, it was reported that during the same surgical procedure, on (B)(6) 2024, the right occipital lead was partially explanted as it had a complete break at/above contact 5 [related manufacturer report number: 3006705815-2024-04473]. Contacts 1-4 remain implanted in the right occipital region. It is unknown which occipital lead was fractured.